Event description:
The instrument was used during a colectomy. It was reported the stapler was hurriedly removed from the package and fired. After removing the stapler it was noticed that there were no staples in the tissue and no cartridge was in the gun when it was fired. There was no consequence to the pt.